Event description:
The manufacturer received information alleging a ventilator' s active exhalation porting block was damaged. There was no harm or injury reported. The reporter of the event confirmed the damage to the porting was severe and would impact therapy. The active exhalation porting block was replaced to address the issue.